Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 3rd november 2011. The history log for this device showed that the pad-pak was first installed on the 3rd january 2012 and that it had performed to specification up to the auto self-test on the 1st may 2017. During the investigation, the device successfully recorded all log entries however it failed to connect to the saver evo which may have been interpreted as failing to record to memory. The device was disassembled to investigate and a defect was noted on the pcb track. This may have been exasperated in the presence of moisture, as evidence of moisture ingress was observed during the investigation.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device not recording to memory.